Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported concerns with lasik flap thickness and has requested system to be checked. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During a onsite visit fse (field service engineer) exchanged monitor cable. Sample has not been returned for evaluation. Fse also evaluated settings for flap thickness, completed system verification and found system met specifications. Root cause for black and white color is a monitor cable with wrong specifications. A service bulletin was released to replace the monitor cable with wrong specifications. Device was identified in the list of affected devices. No technical root cause was identified for the reported flap thickness issue. Fse found system met specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter indicated there was no patient related issues, no patients were of concern. All the issues have been addressed and no further information could be provided.